Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("patient complained of pain") in a female patient who received essure for permanent contraceptive tubal implant. Medical conditions: the patient was not pregnant at time of report. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure inserts have been removed). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: this spontaneous case report refers to a female patient of unspecified age who had essure inserted and complained of pain. She had essure inserts removed three months after insertion. The event, was understood as pelvic pain, is anticipated in essure's reference safety information. After essure insertion, pelvic pain may occur. Considering this event started in close association with essure insertion and the lack of alternative explanations, a causal relationship between the event and the suspect insert cannot be excluded. This case was regarded as incident, due to the required intervention. A product technical analysis and further information were requested.

Manufacturer narrative:
This spontaneous case was reported by a physician's assistant and describes the occurrence of pelvic pain ("patient complained of pain") in a female patient who had essure inserted for permanent contraceptive tubal implant. Medical conditions: the patient was not pregnant at time of report. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure inserts have been removed). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: the required number of follow-up attempts has been completed with no response to date. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by another health professional and describes the occurrence of pelvic pain ("patient complained of pain") in a female patient who received essure for permanent contraceptive tubal implant. Medical conditions: the patient was not pregnant at time of report. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure inserts have been removed). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female patient of unspecified age who had essure inserted and complained of pain. She had essure inserts removed three months after insertion. The event, was understood as pelvic pain, is anticipated in essure's reference safety information. After essure insertion, pelvic pain may occur. Considering this event started in close association with essure insertion and the lack of alternative explanations, a causal relationship between the event and the suspect insert cannot be excluded. This case was regarded as incident, due to the required intervention. The product technical investigation concluded a product quality defect could not be confirmed but is considered plausible. Further information was requested.